Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
Patient stated he bumped the v-go that he wears on his abdomen against his desk and needle button accidently released prior to the completion of the 24-hour period. Patient stated he put v-go on at 9:30pm and it needle button popped out at 8am. Patient stated this was the 6 time which the needle button released. Patient stated he discarded the 5 v-go's in which the needle button released.